Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated creatinine kinase-mb (ckmb) result above the normal reference range for one (1) patient. The result was generated by an access 2i (lxi) immunoassay system. The customer also obtained a "status controller initialization error". The erroneous result was not reported out of the lab. Subsequent testing of the sample on an alternate method generated lower results within the normal reference range of the assay that were not questioned by the customer. The patient sample's result for troponin (accutni) on the same instrument was also erroneously elevated. These results are reported separately in report # 2122870-2011-02450. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a serum sample tube. Centrifugation information was not provided by the customer. Qc was performing out of range high on the morning of the event. The customer primed the substrate, dispense probes, and the pipettor. The customer then performed qc within their established ranges. A bec field service engineer (fse) was dispatched for the event. The fse helped the customer troubleshoot the issue and verified instrument hardware after initial troubleshooting performed by the customer appeared to have eliminated the problem. The fse verified to the customer that "status controller initialization error" was unrelated to the erroneously elevated ckmb result. Although the issue did not re-occur after routine troubleshooting was performed by the customer, a clear root cause could not be determined for this event.